Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient says they have been in extreme pain on the right side of their back and it seems to be centered around their implant. Patient stated the pain is so bad they are shaking. Patient said this weekend they were half a breath away from the going into the ER due to being so much pain and they took pain medication, but it didn't help. Patient also said they are getting muscle spasms that are going down the back of their leg. Patient says they had a fall in may before they had the device installed, and the pain began then but it has only gotten worse. Patient stated that they saw their urologist and will see their gi doctor tomorrow. Patient stated that their hcp's want the patient to get xray's to make sure that nothing is broken (unclear if patient was referring to implant or not). The patient expressed concern that their implant battery might be leaking or that something is broken. The patient was redirected to their healthcare provider to further address the issue, agent reviewed that patient could consider turning stimulation off but patient stated that they have already done so as of today.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the most likely cause of the issue was unknown. In an effort to resolve the issue, the rep stated the nurse practitioner interrogated the device and found the impedances were all within normal limits. The doctor ordered x-rays of the device to see if anything had changed. The rep had not been given any additional information. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.